Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21135. The pt received two scs leads with the same lot number. It was reported, the pt has not used/charged her scs system in approximately a year due to the lack of pain relief. The sjm representative was unable to establish communication with the ipg using multiple external devices.